Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with diabetes ketoacidosis and high blood glucose of 640mg/dl. The customer changed the infusion set and reservoir, and still the insulin pump was not functioning properly. The customer was feeling sick and vomiting. Troubleshooting was performed, and no damage to the drive support cap noted. The time and date were incorrect. Assisted the caller with correcting them. The basal rates and bolus wizard settings were correct. Performed the high pressure test and passed. No further information was provided.